Event description:
It was reported that there was a clip loading issue. No loading during use of ae05ml.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the top jaw disengaged from the channel and the centering tab bent. The sample appears used as there is biological material present on the device. Functional inspection could not be performed based on the condition of the returned sample. However, the device was disassembled in order to inspect the internal components. It was found that both jaws were bent in the same direction. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. Since the top jaw became bent, it became disengaged from the channel. The pivot holes for the top jaw and the bottom jaw were also deformed. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Reference the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip loading issue" was confirmed based upon the sample received. One sample was returned with the top jaw disengaged from the channel and the centering tab bent. Functional inspection could not be performed based on the condition of the returned sample. However, the device was disassembled and it was found that both jaws were bent in the same direction. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. Since the top jaw became bent, it became disengaged from the channel. The pivot holes for the top jaw and the bottom jaw were also deformed. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1800034. Investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a clip loading issue. No loading during use of ae05ml.